Event description:
A patient in colorado reported to fisher & paykel healthcare's us branch office that a 900mr800 heater wire adapter, when used in a set-up which included the mr850 respiratory humidifier, was allegedly 'hot to the touch' and delivered 'hotter air that was usual'. The patient further reported that her throat was sore in the few days following the incident, but confirmed that no other consequence or permanent damage resulted.

Manufacturer narrative:
(B) (4). To further assist in our root cause analysis, fisher & paykel healthcare ('fph') is in the process of requesting pertinent details in respect of the complaint device and associated components used in conjunction with the equipment set-up. We have requested the return of the complaint device for testing and are currently awaiting a response on its status. We will submit our findings in a follow-up report following receipt of the details requested and completion of our analysis.